Event description:
Advanced bionics was notified that the patient reportedly developed an infection over the implant site and the device was explanted. Advanced bionics is in the process of gathering more information, once more information becomes available a supplemental report will be submitted.